Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported vague complaints of cracked spin collars while infusing unspecified chemotherapy . Although requested there is no other additional event details provided by the customer.

Manufacturer narrative:
Concomitant products: green swab caps, therapy date (B)(6) 2017. The customer¿s report of a cracked spin collar was confirmed. Visual inspection showed multiple cracks on the male luer spin collar. No tool marks or stress marks were observed on the male luer. Functional testing was not performed due to the damage. The root cause of the spin collar crack was not identified.